Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked case reservoir tube window corner, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that there is a piece of plastic that is falling out when they remove the reservoir from the pump. The customer also mentioned that the screen is also getting foggy. Troubleshooting was performed. The insulin pump will return. The customer's blood sugar was 65 mg/dl.